Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation appears to be due to procedural conditions. The reported perforation is listed in the mitraclip system instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an atrial perforation requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After successful implantation of three mitraclips, a large hole (atrial septal defect (asd)) in the fossa ovalis of the septum was observed. An occluder was placed to mitigate the asd. There was no clinically significant delay. No malfunction or issue with the mitraclip system was observed. No additional information was provided.